Manufacturer narrative:
(B)(4)- there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The actual device was not returned to the manufacturer for physical evaluation. There were no non-conformances and/or any associated rework during the manufacturing process. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the peritoneal dialysis patient that she saw murky white effluent in the drain line pillow pocket. The patient's peritoneal dialysis registered nurse (pdrn) later reported that the patient had experienced abdominal pain, patient's effluent was cloudy and patient had an infection. . A culture test was performed on (B)(6) 2017. The patient was diagnosed with peritonitis following the positive culture results with organism (B)(6). Patient was prescribed antibiotics: vancomycin and ceftazidime. A repeated culture test was performed three days later that was negative. The patient's pdrn reported the patient had recovered. The patient did not miss any peritoneal dialysis treatments.